Event description:
Upon attempting to use both ethicon endo-surgery linear cutters, both appeared to jam, would not fire or cut. Third stapler was utilized and worked appropriately. No injury or harm to the patient.